Event description:
A malfunction was reported with a code of malf 12, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to call back if the issue reappeared and was able to continue using the pump.